Event description:
It was reported that the plate fractured requiring a revision surgery to correct.

Manufacturer narrative:
It was concluded that the distal femur locking plate fractured by metal fatigue cracking. The crack propagated by further metal fatigue leading to an eventual fracture of the plate. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to poor bone quality and excessive patient activity levels prior to full bone union. No materials or manufacturing flaws were found in this investigation.

Event description:
The physician was backloading the positioner through the scope and dislodged the radiopaque tip. It fell off in the pt's renal pelvis when the physician either replaced the wire guide or stent. He does not know which. He is aware that usage of the positioner in this way is not indicated for use. The radiopaque tip of the positioner will be removed when the pt returns for a second procedure. The radiopaque tip of the positioner will be removed when the pt returns for a second procedure.